Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while connected to the mobile power unit (mpu) was confirmed via the log files submitted. Relevant log files were reviewed in detail under the controller investigation for controller serial number (B)(6). Controller (B)(6) contains a no external power alarm captured from 05:00:25 - 5:00:45 on (B)(6) 2000. Controller (B)(6) has no external power alarms while connected to the mpu at 06:00:12 - 06:00:21 and 06:00:47 - 06:00:52. Controller (B)(6) confirm no external power events while connected to the mpu from 00:49:26 - 00:49:36. Additional information provided stated the mpu would not be returned for further analysis. A root cause for the reported event could not be determined off the information provided. The device history record for the mobile power unit (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on (B)(6) 2024 through customer order. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had called noting they had low voltage and low battery alarms. The patient was on mobile power unit (mpu) power when the alarms started and continued when on batteries. A system controller exchange was performed. The patient went to the clinic and they had a connect to power alarm on the mpu. The patient switched to batteries and a low voltage alarm occurred. The patient stated they had fully charged batteries at all times. The coordinator noticed that the white power cord was incorrectly threaded on the battery clip. It was attempted to be rethreaded but the power cord to the battery clip was unable to be completely thread. The battery clips were replaced on the primary system controller for the patient and the coordinators witnessed a low battery alarm. The patient was on fully charged batteries. The coordinators asked the patient to check to see if the batteries needed to be recalibrated when the patient got home. The log files were reviewed and captured a system controller clock corrupt events. This only displays on the system monitor. This was typically caused by a complete loss of power to the system. A total loss of power would also cause a pump stop which the log files captured. The system controller clock was reset to (B)(6) 2000. The last good timestamp in the event log file was 04apr2024. Once power was restored to the pump it was operating at set speed 5000rpm. The event log file did capture some low power and no external power events but the exact times were not known due to the clock reset. The clock was set on (B)(6) 2024 at 11:07. Both system controllers would be returning for evaluation. The mpu would be returning for evaluation. After the patient got home from their on (B)(6) 2024 clinic visit they reported that the low voltage and connect power alarms had returned despite the previous troubleshooting steps. After discussing with abbott tech services, the mechanical circulatory support (mcs) team and the ventricular assist device (vad) team it was determined the best next step would be starting over with all new external equipment (mpu, batteries, battery clips, and system controller) at the same time since the previous incremental measures did not resolve the issue. The patient had already returned home when the alarms recurred so they went to a nearby clinic for troubleshooting. This clinic performed a system controller exchange of (B)(6), issued new batteries, battery clips and mpu to the patient. All old equipment would be returned to abbott for evaluation. System controllers (B)(6) were returned. System controller (B)(6) was replaced and 2 battery clips lot#: 9062143. The patient continued to have low battery alarms while on mpu and batteries. All new equipment was given to the patient last week. Log files from the patient's primary system controller (B)(6) captured no external power events on 09dec2024. The power was restored to the mpu for a second or two and then more no external power events occurred. The ebb was enabled in both of these occasions which supported the pump until power was restored to the mpu. There were no low voltage events seen in the log file on battery or mpu as stated by the site. The event log file for the backup system controller (B)(6) captured low voltage hazard events and no external power events until the system controller was exchanged. These low voltage events occurred on battery power and saw strange rsoc voltages on both power leads of the system controller. There were a couple no external power events noted in the log file as well where it looks as though both power leads were disconnected.